Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and potential findings were identified; however, it could not be determined if the findings were relevant to the reported event without the device returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, the doctor found the dilator bent during insertion." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the doctor found the dilator bent during insertion." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, the doctor found the dilator bent during insertion." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. No definite signs of use were observed. Visual analysis did not reveal any defects or anomalies on the returned dilator. The length from the hub to the distal tip measured 5 1/3", which is within the specification limits of 5 1/4" - 5 3/4" per the dilator product drawing. The dilator inner diameter at the tip measured 0.036", which is within the specification limits of 0.036" - 0.038" per the dilator product drawing. The dilator outer diameter at the proximal end measured 4.0230mm, which is within the specification limits of 3.97mm - 4.06mm per the dilator extrusion product drawing. The dilator outer diameter at the more distal end measured 3.2257mm, which is within the specification limits of 3.18mm - 3.38mm per the dilator product drawing. A lab inventory guidewire, the same outer diameter as the one provided in this kit (0.877mm), was inserted through the dilator tip. No resistance was observed as the guidewire passed completely through the dilator. Performed per IFU statement, "thread tapered tip of dilator/access device assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire." A device history record review was performed, and one finding was identified; however, it was determined the finding was not relevant to the reported event. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire , dilator, or access device. Excessive force can cause component damage or breakage. Precaution: do not withdraw dilator until the access device is well within the vessel to reduce the risk of damaging tip." The report of a damaged dilator body was not able to be confirmed through complaint investigation. The returned dilator met all relevant visual, dimensional, and functional requirements. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.